Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited communication error b30. The diagnostic ebus endobronchial ultrasound biopsy occurred during set up /inspection for use (during set up in room / before patient in room). Unsure as to how the procedure was completed. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited unknown debris at channel opening was found. There were no reports of patient involvement.